Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The tight target lesion was located in the left main coronary artery. A 4.00mmx12mm promus premier¿ stent as advanced but failed to cross the lesion. The device was removed and was checked outside the patient's body. However, it was noted that the stent was damaged and some of the struts have been flared on the distal edge of the stent. The procedure was completed with another 4.0mmx12mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.